Event description:
It was reported that the patient experienced inadequate stimulation of the spinal cord stimulator (scs) system, due to high impedances on the right lead a few weeks prior to explant. The patient underwent a revision procedure in which the right lead with the impedances was replaced, the patient is doing well post operatively. The serial number of the device that was explanted is unknown, and will not be returned for analysis as it was disposed of by the facility.

Manufacturer narrative:
Block d. Suspect medical device - device information: we completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The device serial number is not available, as the device was disposed of. Block g: all manufacturers: we completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the manufacturer site information is unknown.